Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use or resistance during advancement which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficult to remove appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement, the guide wire became kinked or bent against the optical coherence tomography (oct) catheter and/or the anatomy causing the wire to get stuck and the reported difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous mid left anterior descending artery that was 90% stenosed. Pre-dilatation was done with a 2.5x15mm unspecified balloon then an optical coherence tomography (oct) catheter was advanced. During removal of the oct catheter, the balance middleweight (bmw) guide wire tip became stuck with the oct catheter; therefore, they were both removed as a single unit. A new bmw was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.